Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available. A sample was to be returned for evaluation. A picture has been provided. A lot was unknown.

Event description:
I want to inform you about a defective valve. After the drainage, the valve dripped. The access tip has broken off in the valve. This has been removed. The emergency clamp was used and the patient was referred to the clinic. The clinic wanted one of our employees to look at the valve. Our employee was now able to determine that the upper part of the valve was missing. The valve was changed.

Manufacturer narrative:
A sample and photograph were provided for evaluation. The failure mode for broken ¿ other component was confirmed. The top half of the valve is broken, and the internal components are missing. A device history review could not be completed as no batch number was provided. Since lot information is unknown, the investigation was not able to identify any possible contributing factors at the manufacturing site. The valves are 100% inspected to ensure functionality. It is very unlikely it is a manufacturing issue. The most likely cause of defect could have been due to the long-term use of valve. However, without knowledge of how it was used a root cause could not be confirmed. Without lot information and knowledge of how it was used the investigation was unable to confirm a root cause. Since a root cause could not be confirmed for the identified defect, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be added to the complaint management process and will be tracked and trended for future occurrences.

Event description:
I want to inform you about a defective valve. After the drainage, the valve dripped. The access tip has broken off in the valve. This has been removed. The emergency clamp was used and the patient was referred to the clinic. The clinic wanted one of our employees to look at the valve. Our employee was now able to determine that the upper part of the valve was missing. The valve was changed.